Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, mildly calcified, 99% stenosed, mid right coronary artery (rca) after pre-dilatation with a 2.0 x 12 mm unspecified balloon dilatation catheter (bdc) the 2.75 x 38 mm xience prime stent was implanted, however, a proximal edge dissection was noted. A second xience prime was used as treatment of the dissection without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.